Manufacturer narrative:
Product event summary: the device, arctic front advance 2af284 with lot number 49884-35, and data files were returned and analyzed. Data files confirmed a system notice was received indicating that the safety system detected a compromised outer vacuum (system notice 50032). Visual inspection of the catheter showed device was intact with no apparent issues and the mapping catheter was stuck inside the balloon catheter. Smart chip verification indicated the catheter was used for sixteen injections. The product issue reported (system notice 50032) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.